Manufacturer narrative:
(B)(4), lot 16125205 is 10885403232329. The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported that an IV set separated while on a patient causing no harm.

Manufacturer narrative:
Conclusion code field left blank - no available code for undetermined or unknown cause. The customer¿s report that the IV set separated was confirmed. Visual inspection showed that the silicone segment was completely separated from the upper fitment. The expected retainer ring for the upper fitment and silicone segment connection was received. No crush marks were observed on the upper fitment. The separated silicone was manually reassembled and fully reseated by hand. Functional testing was performed; no leaks or separations were observed. A test infusion was performed using a lab pump module; no alarms or issues occurred. The device door was then opened and the silicone segment attachments were still intact from the upper and lower fitment. Pressure testing resulted in no leaking or separation. Dimensional testing was performed on the silicone pumping segment and the measurements were within specification. The root cause of the separation was not identified.